Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented with dizziness, dyspnea, nausea/vomiting, palpitations and peripheral edema. The indications for coronary intervention were high grade proximal coronary lesion, resting angina and positive imaging study. Access was obtained through the right femoral artery. An 80% stenosed, type c lesion was located in the moderately tortuous, mildly calcified 1st obtuse marginal (om1) artery. A 2.5x15mm maverick balloon was used to predilate theom lesion. The physician used a taxus express2 2.75x20mm drug eluting stent to treat the target lesion. The stent balloon was inflated to 13 atm's for 45 seconds reducing residual stenosis to 0%. The stent was post dilated with a 2.0x20mm maverick balloon inflated to 10 atm's for 30 seconds. Another 85% stenosed lesion was found in the moderately tortuous, mildly calcified mid left anterior descending (lad) artery. It was predilate with a 2.0x20mm maverick balloon inflated four times to 10 atms for 30 seconds. A taxus express2 2.5x24mm drug eluting stent was then implanted, inflating the stent balloon to 11-12 atm's for 45 to 53 seconds reducing residual stenosis to 0%. No complications occurred during this procedure. The patient received heparin, integrilin, ic ntg and IV ntg during the procedure. The patient was started on plavix post procedure. About 2 1/2 week later the patient returned to the hospital with similar symptoms from initial implant. The patient has stopped taking the prescribed plavix. The patient was brought emergently to the ccl where they found the mid lad to be 100% occluded with thrombus. An expert catheter was used to removed the thrombus, followed by a 2.5x15mm maverick2 balloon inflated four time to 13 atm's for 18 seconds. A pronto extraction catheter was also used and the 2.5x15mm maverick2 balloon was again used, inflated six times to 8 atm's for 24 seconds. The reintervention was considered partially successful. The post stenosis was 50% with timi 2 flow. No further complications were reported.